Event description:
During normal use of the harmonic, it was noticed burns on the liver caused by the shaft of the harmonic handpiece. The handpiece was changed out and the same burn marks were noticed with the new one. Setting on the console was 3/5.